Event description:
It was reported that the user experienced elevated blood glucose levels while using the ilet with an inset infusion set, with no observed bent cannulas or leaks and occasional site bleeding; large breakfast boluses were noted, while most meals were announced as smaller, and high glucose corrections were being entered via meal announcements rather than the recommended protocol. Symptoms included hyperglycemia. Outcomes included no alerts, alarms, or healthcare utilization. Investigation included review of available usage information and counseling on correct high blood glucose management and consistent meal announcements, along with referral for additional training. Investigation of this case revealed no device malfunction reported and suggested user technique and meal announcement practices as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user-related factors could not be ruled out. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.